Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm issue that caused the pump to not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 - device evaluation: the pump has been returned to animas and evaluated on 07/24/2015 with the following findings: the pump¿s black box and alarm history showed a call service 088 alarm. The pump powered on to a blank display screen. Moisture corrosion was found on the internal components of the pump.

Manufacturer narrative:
(B)(6).